Manufacturer narrative:
Inspected one opened and used reservoir and performed a fill reservoir test per specification, the reservoir passed. No leakage or occluded anomalies were observed during testing. Checked o-rings for defects and none were found, the reservoir connected and locked properly. See scanned pages.

Event description:
Customer reported that his reservoir leaked insulin from the bottom of reservoir past both of the o-ring. Nothing further was reported.